Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the battery depletion is normal and her falls are related to her parkinson's disease symptoms. The concern that the patient raised is she feels warmth at the battery site as well as pulling of jewelry towards it. The warmth is intermittent and does not resolve with different settings.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient's stimulator battery was running out. The depletion was allegedly related to patient falls. The patient reportedly falls "all the time," which has been ongoing for the past year. A health care provider (hcp) instructed the patient to check the ins once a week to see how fast it was depleting. The ins started at 2.71v on (B)(6) and was not at 2.63v. No medical symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product problem corrected to adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that this issue was random and it did it on it's own. No steps were taken, the doctor had never heard of that before. The issue has resolved after they changed the battery device.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.